Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good physical condition and partially cycled with a clip in the jaws; the clip was removed in order to measure jaws width. In addition, a bag with five malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the cycle was completed and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eleven clips as intended and formed two clips with gap. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).